Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) for a clinical study regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient experienced an epileptic episode where the patient programmer was broken, it was not possible to control the intensity of the stimulation. Worsening cephalea was experienced. Etiology was possibly related to the device/therapy. The action taken was a new patient programmer. The outcome was resolved without sequelae on (B)(6) 2020.